Event description:
The customer contacted stryker to report that their device would not recognize when the defibrillation electrodes were attached to a patient. In this state, the device would be inoperable and defibrillation therapy would not be available if needed. This issue is patient related; however, there was no adverse patient outcome reported.

Manufacturer narrative:
Stryker contacted the customer to request additional information on the patient. Stryker requests patient information necessary for regulatory compliance, strictly adhering to hipaa's privacy rule. The customer provided available patient information. Patient fields in which information is not provided were intentionally left blank. The customer received a replacement device, and the original device was returned to stryker for evaluation. Stryker evaluated the customer's device and confirmed that the electrodes had been removed from the electrode tray. It was also observed that the entire white plastic backing that is designed to be adhered to the base of the lifepak cr2 electrode tray, was fully removed from the tray and the clear plastic film was still attached to the pad. If the red loops on the electrode pads are pulled to remove the plastic backing as instructed in the lpcr2 operating instructions, the plastic backing remains adhered to the plastic tray above the electrode connector plug. This finding indicates that the electrode pads were not removed correctly during the event. The root cause of the issue reported issue was user error. The returned device was archived by stryker.